Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 345 (thermistor disparity). A check of the thermistors found the downstream thermistor out of specification. The cause was identified to be a failed downstream sensor which requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.